Manufacturer narrative:
The device could not be turned on. Device data and fault memory could not be read out. The circuit board was tested for damage or contamination. It was determined that the battery contacts and the printed circuit board were contaminated by liquid (leaked battery) which has penetrated/corroded contacts (handling error). This affects the battery contacts on the circuit board, which are interrupted. This contamination was determined to be the cause of the issue.

Manufacturer narrative:
Occupation is lay user/patient. The meter was requested for investigation. The meter has been returned and the investigation is ongoing.

Event description:
The initial reporter complained of a display issue with coaguchek xs meter serial number (B)(4). Customer stated the bottom numbers in the time and date field and the top segments of the numbers in the results field are missing. The missing segments in the results field could lead to a misinterpretation of results. There was no allegation that any test results had been misinterpreted.